Event description:
Baxter affiliate reports one incident of a patient death approximately 4 hours after dialysis treatment. According to the report, the patient was in poor health and suffering from diabetic neuropathy. The patient began dialysis treatments in 08/2001 and rec'd the last treatment on 13 days later. In that time period, a total of 9 dialysis treatments were performed. Prior to the last treatment, the patient was breathless when they moved, had low blood pressure and was experiencing neck pain. The treatment was terminated 20 minutes before the end of the session as the patient complained of "not feeling well" and wanted to go home. The physician will not provide additional information as he does not believe this event is related to the dialyzer.